Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic of the implant broke. The surgery was aborted and the patient was left aphakic as the surgeon did not have a back up lens to implant. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken in the distal area (returned). Iol product history records were reviewed and the documentation indicated the product met release criteria. A used company ii (a) cartridge was also returned. An inadequate amount of viscoelastic was observed in the cartridge. The cartridge has evidence that it was placed in a handpiece. No tip damage observed. Company complaint history and product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for the lens/delivery system combination used. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. In addition an inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).